Manufacturer narrative:
Reported event: an event regarding infection involving a mets smiles tkr was reported. The event was not confirmed by medical review. Method and results product evaluation and results: visual inspection not performed as no items were returned. Dimensional inspection not performed as no items were returned. Functional inspection not performed as no items were returned. Material analysis not performed as no items were returned. Clinicians review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate 5 devices were manufactured and accepted into final stock on 14sept2017 with no reported discrepancies complaints history review: based on the device identification the complaint databases were reviewed from 04jan2016 to present for similar reported events regarding infection. There have been no other events relevant to this investigation. Conclusion: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported, "the patient got a mets-smiles on (B)(6) 2018 implanted. It had to be removed due to infection 1 week ago (now there is a cement-spacer in situ). Now we would need a mets with agluna-treatment to get a prosthesis in again and avoid infection.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device evaluated by MFR: device not returned.

Event description:
It was reported, "the patient got a mets-smiles on (B)(6) 2018 implanted. It had to be removed due to infection 1 week ago (now there is a cement-spacer in situ). Now we would need a mets with agluna-treatment to get a prosthesis in again and avoid infection."